Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's pacemaker showed a drastic decrease in battery longevity estimation over a small amount of time. The device never suspended radio frequency and reset. Transmissions were also sent daily. As the device reached elective replacement indicator (eri), the device was explanted and replaced. The patient was stable.